Event description:
It was reported that prior to a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, a fiber had the card missing and a second fiber had the cap broken off. The procedure was completed with a new fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed that the connector cone, segments and tabs were in good condition, additionally, the control knob was attached and aligned with the fiber and can rotate. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. The functional testing to verify the forward firing output rate, showed that it was below the threshold for potential patient harm. Microscope inspection identified that the glass cap had a distal circumferential fracture (cf), thus confirming the reported event. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including glass cap detachment. According to the instructions for use (IFU), the IFU cautions to: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis and the information available, the interaction between the user and device, likely caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that prior to a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, a fiber had the card missing and a second fiber had the cap broken off. The procedure was completed with a new fiber without patient complications.